Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient underwent a follow up and it was not possible to interrogate this device with the programmer. No additional information was provided. Additional information noted the device was implanted in the us, and the software released in the us is not the same as the software in colombia which was the reason this device was not interrogated. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient underwent a follow up and it was not possible to interrogate this device with the programmer due to the programmer software not being updated. No additional information was provided. The device remains implanted. No adverse patient effects were reported.